Manufacturer narrative:
The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-jan-17 revealed overinfusion of an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). As received the pump reservoir was empty and left running in simple continuous infusion mode. The pump logs were gathered and motor stall recovery was noted which means during the pump life there was a motor stall and motor stall recovery. Destructive analysis was performed with no anomalies found. As per the pump¿s log, gablofen with concentration 500.0 mcg/ml was being administered at a simple continuous dose rate of 59.92 mcg/day as of (B)(6) 2016.

Event description:
Information was initially received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the pump was replaced to avoid in-vivo battery depletion and normal end of service (eos) was indicated. It was further noted that there were no issues. No rotor study was performed. The patient was without injury and had recovered without sequela. The pump was returned for analysis.